Manufacturer narrative:
To date the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; to maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper orientation and alignment are important during implantation of the super revo anchor to minimize possible breakage of the anchor. Breakage of the anchor is possible if it is loose or non-secure on the driver. If the anchor is loose or wobbles on the end of the driver, remove the suture strands from the driver handle cleats and retighten the sutures. A determination for complaint investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code gat. The reported device, c6140h, super revo anchor, is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the c6140h, 5mm super revo suture anchor's eyelet broke during a meniscal root surgery on (B)(6) 2019. The anchor was inserted, when the surgeon started to slide the suture the eyelet of the anchor broke. The anchor was removed using a grasper but due to the small size of the eyelet it could not be retrieved and was left in the patient's joint the eyelet is reported to be in the patient's posterior capsule. There are no intentions of a second surgery to remove the eyelet. No x-rays were taken to confirm the eyelets location. The patient is doing well and there was no extended hospital stay or other medical interventions necessary. There was a 5-minute delay of surgery. This report is being raised due to a component being left in a patient.